Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with needle break. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed. Assembly batch 6146822 had 125 visual inspections performed on 6,400 parts with zero defects noted. Cannula removal force tests were performed 36 times on 180 parts with a minimum removal force of 5 lbs., a maximum removal force of 20 lbs., and an average removal force of 12.0 lbs. Assembly batch 6179786 had 108 visual inspections performed on 5,550 parts with zero defects noted. Cannula removal force tests were performed 29 times on 145 parts with a minimum removal force of 5 lbs., a maximum removal force of 22 lbs., and an average removal force of 14.3 lbs. Assembly batch 6207937 had 90 visual inspections performed on 4,650 parts with zero defects noted. Cannula removal force tests were performed 13 times on 65 parts with a minimum removal force of 8 lbs., a maximum removal force of 22 lbs., and an average removal force of 14.4 lbs. The specification limit for cannula removal forces for a 30 ga. Needle is a minimum of 5.0 lbs. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with needle break. There was no report of injury or medical intervention.